Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that last night while customer was at work sensor was reading that, was low. Customer started drinking soda before tested blood glucose and when blood glucose level was 509 mg/dl. The customer was assisted with troubleshooting. The customer blood glucose was low and treated with drinking soda. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer went high because she treated for a low without testing her blood glucose. The insulin pump will not be returned for analysis.